Event description:
An (B)(6) male admitted with leg weakness and fall, no loss of consciousness or head trauma on (B)(6) 2016. Pt had a recent history of tachy-brady syndrome and was being followed by cardiology with plan for a permanent pacemaker placement. Pt had a CT of his chest/abdomen and pelvis showing widespread metastatic disease. MRI of the thoracic spine was ordered to rule out spine metastasis in the setting of leg weakness. Pt did have a significant past history of peripheral vascular disease with history of abdominal aortic aneurysm repair, with left leg bypass graft in addition to aneurysm surgery in 1982 or 1983 at (B)(6) hospital. However, there was no readily available info regarding clipping of aneurysm. Pt was alert and oriented and had the MRI check list presented to him twice, once on the nursing unit and then in the MRI suite and pt denied having any metal in his body. During the MRI, pt became unresponsive and had a code stroke called, repeat CT head scan showed a large intracranial bleed. Findings discussed with family and decision was made for comfort care and pt expired on (B)(6) 2016. Final autopsy results received on (B)(6) 2016 with cause of death attributed to the rupture of the aneurysm of the right posterior communicating artery. The previously placed aneurysm clips were present: one sundt-kees clip at the point to tri-furcation of the right mca and one mcfadden clip at the a1 segment of the left aca. There was no evidence of vascular tear or damage at or adjacent to the clips, or evidence of displacement of the clips as both clips were present at their original location as referenced on the cranial CT's.